Manufacturer narrative:
H11: h2: corrected information on: h6 (impact code). H3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is not worn from use but the electrode has become broken and bent from hitting or scrapping another object. The bottom two electrodes are damaged and bent, the bottom one only has its stands left. A functional evaluation was performed. The opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma with its remaining electrode and had no issues activating coag. The tip is not clogged and had no issues with delivery or suction. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could of the suction problem could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include: 1) the tissue attempted to be suctioned was too large, thereby causing a clog. 2) insufficient suction pressure or saline flow to excavate tissue. A definitive root cause for the broken electrode could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an ent procedure, the evac 70 xtra wand was clogged and the top of the wand was fractured. Surgery was completed using a back-up device instead. There was no surgical delay, and no further complications were reported.